Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; d10; g3; g4; h2; h4; h10; h11. D10: medical product: vngd ssk 360 femur r 67.5: catalog#185265, lot#3833428. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown stem: catalog#ni, lot#ni. Diligence is in progress to determine whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the offset stem coupler dissociated from the femoral component. The patient underwent revision surgery and all femoral components were replaced without reported complication. It was reported that all available information has been provided.